Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms during bolus delivery. The customer's blood glucose level was not impacted. The customer did not find any issues with the pump after troubleshooting the occlusion; the customer changed the supplies to the pump.